Manufacturer narrative:
Devices returned on 19 april 2021 and analyzed. Visual inspection performed by r&d project manager. Revision surgery after from primary implantation due to pain for overhang of the tibia baseplate in conflict with sorrounding soft tissues. From visual inspection, some scratches can be seen on the peripheral wall of the femoral and the tibial components. These were most likely caused during the attempt to explant the component. Any other elements potentially relevant for the event can be noted on the explanted components. The event was most likely caused by a wrong size selection of the tibial baseplate. There is no evidence that the event is related to a faulty device.

Manufacturer narrative:
Batch review performed on 09 february 2021: lot 160766: (B)(4) items manufactured and released on 22-mar-2016. Expiration date: 2021-03-06. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-1-2017. Clinical evaluation performed by medacta medical affairs department: 4 years and 4 months after primary cemented tka the tibial baseplate is exchanged to a revision component due to a conflict with soft tissues. This is probably caused by excessive size of the primary tibial component. No reason to suspect a faulty device in this case. Another device involved: batch review performed on 09 february 2021: gmk-sphere 02.12.0310fr tibial insert fixed sphere flex size 3/10 mm r (k121416) lot. 160604: (B)(4) items manufactured and released on 24-may-2016. Expiration date: 2021-05-08. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event since 1-1-2017.

Event description:
Revision surgery 4 years and 4 months after primary for the overhang of the tibial plateau causing a conflict with the insertion of the vastus lateralis. The overhang was because the surgeon chooses the wrong size for the tibial tray on the primary surgery. The surgery was completed successfully.